Event description:
Additional information was reported that the patient used the patient programmer to adjust their device on (B)(6) 2015 and they received a bunch of symbols, a clock then a doctor¿s face but did not recall any codes. They tried communicating again and were able to connect and get therapy screen showing upright. There was a coupling problem reported. The implantable neurostimulator (ins) looked tilted. The icon for antenna too hot was reviewed and it was recommended that they recharge and try again. The thermometer screen was the one that had symbols across the top. A replacement recharger antenna would be ordered. There was a broken external antenna.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient needed an adjustment. The patient wanted to talk to a manufacturer representative about the stimulator. The stimulator tilted inward and he had to move the stimulator to charge, this occurred last week. There were no reports of falls or traumas. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).